Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: UDI. Additional information: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4) is used to capture the no patient involvement. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the sales consultant that when the medical device reprocessing (MDR) staff was checking the devices before the surgery on (B)(6) 2018, they discovered a small thin amount of translucent grease underneath the handles of seven ball hex screwdriver 8mm, seven hexagonal screwdriver, five stardrive screwdriver t25/self-retaining and three 5.0mm flexible hexagonal screwdriver coated. All these screwdrivers were the parts of two tfn locking trays, two tfn insertion trays, two expert tibial nail sets and two expert retrograde/anterograde femoral nail sets. All these items were quarantined and none of them were used in the surgery. There was no patient or procedure involved. This report addresses eight (8) devices; remaining fourteen (14) devices are captured in complaint files (B)(4). This is report 1 of 8 for complaint (B)(4).